Event description:
The customer contacted stryker to report that their device was not responding adequately to on/off button presses. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed main keypad and root cause was determined to be a worn out power button on the main keypad.

Event description:
The customer contacted stryker to report that their device was not responding adequately to on/off button presses. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.